Event description:
The pt was revised due to dislocation.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided info states the product was not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received, the investigation will be reopened.